Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05-oct-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The user returned the device to olympus due to insufficient air and water supplies during preparation for use. The user completed the intended procedure with another endoscope. The device had been reprocessed with the non-olympus automated endoscope reprocessor kaigen, cleantop kd-1. The problem occurred about a month after the user purchased the device. The user reported that it occurred between (B)(6) 2021. Olympus medical systems corp. (Omsc) then inspected the device and found that the air/water nozzle outlet was slightly dirty and foreign material was attached. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at omsc. Omsc checked the device, but couldn¿t duplicate the phenomenon reported by the user. As a result of the evaluation, the following was confirmed. There were no abnormalities in the air supply, water supply, and drainage functions. As a result of analyzing the foreign material adhering to the air/ water nozzle by energy dispersive x-ray spectroscopy, iron, chrome, and oxygen were strongly detected. From the analysis results, the foreign material may be rust such as stainless steel, and the rust may be derived from metal parts. It is possible that the air supply and water supply were insufficient due to foreign material entering the air/water channel or temporary air contamination due to the damper phenomenon. However, the reported event could not be reproduced, so the exact cause of the reported event could not be conclusively determined. It was not possible to identify the origin of the foreign material and the cause of the foreign material adhering to the air/water nozzle. Foreign material may have adhered to the air/ water nozzle due to the accumulation of dry residues such as rust, due to improper and insufficient cleaning and disinfection. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.